Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high right ventricular (rv) lead thresholds. The device was explanted and replaced. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.